Manufacturer narrative:
No button response due to corroded keypad traces. No unexpected numbers ramping on their own noted. No blank display anomaly noted. Analysis was unable to verify watchdog set test failure alarm or perform the operating currents test due to button/keypad anomaly. The insulin pump was received with cracked display window corners, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had watchdog set test failure alarm and keypad anomaly. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.